Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming high pressure. Per reporter residual volume was: 20.3, rate 5.3 and 223.75 was given. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).